Manufacturer narrative:
Addendum (08/31/2015): the balloon was in "good" condition prior to the procedure. The inflation pressure was unknown. Complaint conclusion: during use of a 10mmx4cm powerflex pro balloon catheter (bc) in a fistula, it was reported that the tip of the catheter broke off in the patient. They were able to retrieve the broken segment with a snare. There was no report of patient injury. The device was stored, handled, and prepped according to the IFU (instructions for use). There were no anomalies noted to the packaging or device prior to use. The target lesion was ¿dialysis fistula with stenosis.¿ there was no resistance met while advancing the device. Excessive torqueing was not required. There was no resistance met while withdrawing the device. The patient currently has ¿no issues.¿ the balloon was in "good" condition prior to the procedure. The inflation pressure was unknown. The device was returned for analysis. One non-sterile unit of powerflex pro 10mm x 4cm 80cm bc was returned. Per visual analysis the balloon was returned burst. No other damage was observed on the device. Functional analysis was not performed due to the balloon condition. A device history record (DHR) review of lot 17234286 revealed no anomalies or non-conformances during the manufacturing and inspection processes associated with the reported event. The reported ¿balloon burst at/below rbp¿ was confirmed through analysis of the returned device. The exact cause of the burst could not be determined during analysis. Information on the vessel characteristics was not provided. Neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
(B)(4). The product was not returned for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information will be submitted within 30 days of receipt.

Event description:
During use of a 10mmx4cm powerflex pro balloon in a fistula, it was reported that the tip of the catheter broke off in the patient. They were able to retrieve the broken segment with a snare. There was no report of patient injury. The device was stored, handled, and prepped according to the IFU. There weren't any anomalies noted to the packaging or device prior to use. The target lesion was "dialysis fistula with stenosis." There was no resistance met while advancing the device. Excessive torqueing was not required. There was no resistance met while withdrawing the device. The patient currently has "no issues." The device will be returned for analysis.